Manufacturer narrative:
H 3: the device history record (DHR) was reviewed for the possible lot numbers provided by the customer, and no abnormal process conditions were present during the manufacturing of the product that could have led to the issue described. The DHR review showed that all acceptance criteria inspections per established sampling levels were within acceptable limits during the production process. A representative sample without the original package or lot number was received. After performing a visual inspection per procedure, it was observed that the connector is detached. The reported condition is confirmed. The analysis performed by the team concluded that the main root cause is a workmanship issue. A detached connector is a condition generated when an operator fails to complete an assembly or to follow the predetermined process steps to assure a complete assembly. Changes were made to support the validation of the solvent dispenser for the assembly of the y port. This change is to improve the manufacturing process and to have better control of the process assembly. Implementing a new solvent dispenser provides a better handling of the solvent. This new solvent dispenser is documented and has been implemented. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
One additional sample without the original package or lot number was received. After performing a visual and functional inspection per procedure, it was observed that the connector was leaking. The reported condition was confirmed. The analysis performed by the team concluded that the main root cause is a workmanship issue. A detached connector is a condition generated when an operator fails to complete an assembly or to follow the predetermined process steps to assure a complete assembly. Changes were made to support the validation of the solvent dispenser for the assembly of the y port. This change is to improve the manufacturing process and to have better control of the process assembly. Implementing a new solvent dispenser provides a better handling of the solvent. This new solvent dispenser is documented and has been implemented. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. If additional information or the sample is received, the investigation will be reopened and responded to accordingly.

Event description:
The customer reported that there was a leak at the enfit connection.